Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer could not "snap" cartridge into place when loading it onto the pump. The customer changed the cartridge to address the issue. There was no adverse impact to customer's blood glucose level.